Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the tip broke at 34,000 joules and 3 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the tip broke at 34,000 joules and 3 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify signs of breaks/fractures along the fiber body. However, analysis of the device revealed that the metal cap is detached and not returned. The glass cap exhibits mild detritus adhesion on surface. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was tested with hene laer fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. Based on the observed metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed metal cap detachment.